Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the control fan was not working properly. The technician repaired the sterilizer, ran a test cycle and confirmed the sterilizer to be operational. No additional issues have been reported.

Event description:
The user facility reported that their sterilizer is making a "chattering" noise. No injuries were reported however a procedural delay was reported as the unit had to be shut down in order to stop the reported noise.